Event description:
Information received indicates the valve was removed due to structural dysfunction and stenosis as noted by echo prior to explant. Pseudoaneurysm was reported in one of the sinus areas. Patient history of dilatation of the ascending aorta. Subsequent report received of patient death two days after device retrieval due to a tear at the aortic junction, as reported by the hospital coordinator.